Event description:
It was reported that a remote monitoring alert for an out of range right ventricular (rv) lead amplitude measurement. Upon further review of the electrocardiograms, over-sensing resulting in pacing inhibition was observed. It was hypothesized that the rv lead coil was positioned too closely to the tricuspid valve. The physician surgically repositioned the lead to resolve the event. No additional adverse effects were reported. This rv lead remains implanted and in-service.